Manufacturer narrative:
Investigation. Visual inspection: no defects, but deposits in the delivery liquid and in the piece of inlet catheter. Permeability test: the test showed that the progav 2.0 shunt system is non-permeable. To determine the location of the occlusion, the shunt system was dismantled and each element was tested individually for permeability. The test showed that the progav 2.0 is permeable, while the shunt assistant is non-permeable. During the test, deposits flushed out. Computer control test: the computer controlled test has shown the opening pressure of the progav 2.0, at a reference flow rate of 20 ml/hr in a horizontal position, to be 1.79 cmh2o. This is not within the specified tolerance of 8 cmh2o ± 3 cmh2o. According to our results, we can confirm the presence of an overdrainage. Adjustability test: the progav 2.0 was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav 2.0 was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, some deposits were found in both valves. Results: based on our investigation, we are able to substantiate the claim of "blockage". We are assuming that the deposits detected within the valves have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. Further actions: from our point of view, no further regulatory actions are required. Same patient medwatch: #3004721439-2020-00183.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Should additional relevant information become available, a supplemental medwatch report will be provided.

Event description:
The complainant reported that a progav 2.0 with shunt assistance 20 (part # fx413t) and prechamber (part # fv035t) (ref. Associated MDR ID 3004721439-2020-00183) were implanted in a patient on (B)(6) 2019. Reportedly, contrast medium was injected into the device, which revealed that the flow was blocked at the location of the shunt valve. The patient underwent revision surgery on (B)(6) 2020. No known patient complications. No further additional information is currently available. Associated medwatch: 3004721439-2020-00183.